Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2-nov-2016, it has been in distribution beyond its useful life as the case awareness date of (B)(6) 2022. No additional investigation is required since the meter was beyond its useful life at the time of the complaint, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a medical event occurred due to the customer not receiving their replacement adc device. Initially, it was reported that the device did not turn on when the button was pressed or when the test strip was inserted. As a result, the customer was not able to monitor their blood glucose and they became hypoglycemic with symptoms described as a ¿blow to the head¿ and a loss of consciousness. The customer had contact with a healthcare professional who provided unspecified medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Inserted retain batteries. Did not observe indicator light flashing. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a medical event occurred due to the customer not receiving their replacement adc device. Initially, it was reported that the device did not turn on when the button was pressed or when the test strip was inserted. As a result, the customer was not able to monitor their blood glucose and they became hypoglycemic with symptoms described as a ¿blow to the head¿ and a loss of consciousness. The customer had contact with a healthcare professional who provided unspecified medical treatment. There was no report of death or permanent injury associated with this event.